Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system, with no device alerts or alarms reported and troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included no long-term impairment and no hospitalization. Investigation included a review of device logs if available, user interview, and review of complaint history. Investigation of this case revealed no device malfunction could be identified and no component-specific failure was confirmed. It was concluded that the event was not conclusively related to a device failure and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.